Event description:
A (B)(6) male pt with a wound to the pelvis was treated in an acute care setting with v.a.c. Therapy to assist with granulation tissue formation. The pt received v.a.c. Therapy in (B)(6) 2010. According to the risk mgr, the pt's non-healing wound was opened on (B)(6) 2010, by trauma surgeons and a piece of foreign material, visually identified as a v.a.c. Granufoam silver dressing, was found and removed. The pt was taken to surgery for further exploratory surgery where another piece of foreign material, visually identified as v.a.c. Granufoam dressing, was found and removed. The foreign material was 10 cm x 2 cm in size. It was reported by the risk mgr at the facility that all dressing changes were performed by trauma surgeons due to the extensive nature of the wound, described as large and deep. The risk mgr reported there were no complications from the procedure to remove the foam.

Manufacturer narrative:
The foreign body was not returned to kci for identification, therefore, kci was unable to confirm identity of the foreign object. Kci is filing this report due to possible use error as a foreign body alleged to be a kci product was left in the pt's wound and required surgical intervention to remove. Kci labeling, available in print and on-line states: "always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the pt's chart. Labeling also warns "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed."